Event description:
New information received noted that the patient also exhibited pocket erosion.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23444, 2017865-2020-23445, 2017865-2020-23446. It was reported that patient presented with possible infection or sepsis. Urinalysis revealed e. Coli along with an undisclosed blood infection. The entire pacemaker system, including leads, was explanted on (B)(6) 2020. Patient was discharged after the procedure.